Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed the peel away sheath extrusion was separated adjacent to the tab. Remains of the extrusion was still attached to the separated tab. The other tab was intact. Both sides of the sheath were split completely down the extrusion score lines. It was also noted that the appearance of the sheath extrusion torn at the score lines was not completely smooth. The sheath body length from the tabs to the distal tip measured 2 13/16", which is within the specification limits of 2 5/8" - 2 7/8" per the peel-away product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "broken sheath". The patient's current condition is reported as "unknown". Additional information was requested, no further details available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reproted "broken sheath". The patient's current condition is reported as "unknown". Additional information was requested, no further details available at this time.